Event description:
A customer contacted baxter's technical service center regarding system errors 2005 and 2004 during dwell 1 of 4 of therapy using the home choice system. The cassette was leaking. The home patient would start over again with a new cassette and bag. No patient injury or medical intervention was indicated at the time of the initial report.